Event description:
It was reported that the patient presented during clinical follow up. Interrogation noted the atrial lead exhibited noise oversensing causing inappropriate mode switch. The reported lead was explanted on (B)(6) 2024. The patient was in stable condition.